Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrintestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient reported they had noticed a lot of overnight excess discharging and they did not feel stimulation. They were trying to use the patient programmer (pp) and were not able to raise or lower their voltage. When the patient placed the antenna over the implant they were able to connect. The therapy was determined to have been off and the patient agreed they thought they pressed the off button. They turned the implant on, confirmed they were at 1.0v on program #3, increased stim by one number and confirmed they felt stimulation. Troubleshooting resolved the reported issue. The patient noted they would stay at their current voltage and monitor their symptoms. The onset of symptoms was reported to have been sudden in nature and had occurred about a month ago. The patient also noted they had allergies and they were dying trying to breathe.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.